Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: glidewire, stent: 3.0x19 jostent graftmaster. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other jostent graftmaster otw device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2014, a fully anticoagulated patient (who had received thrombolytic therapy) presented with lower extremity ischemia and an inadvertent rupture with extravasation of the significantly stenosed and clotted peroneal artery. After failed attempt to treat the rupture via balloon tamponade, a 3.0x19mm otw graftmaster covered stent advanced over a non-abbott guide wire and was implanted. As this did not control the bleeding, a 3.0x12mm otw graftmaster covered stent was then implanted, resulting in significant improvement with some slowed extravasation. It was decided to discontinue the procedure in order to avoid prolonged ischemia times. Post-procedure result showed that extravasation was considerably decreased and dorsalis pedis (dp) and posterior tibial (pt) signals were improved. Reportedly, visualization of the stent was very poor, most likely due to the extravasated contrast into the surrounding tissues. The patient was discharged (B)(6) 2014. Reportedly, use of the graftmaster devices did not cause additional complications or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the device history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A review of the graftmaster label attached to the device history record for this lot was conducted indicating an expiration date (use by date) of 30-april-2014 and the implant procedure date is (B)(6) 2014. The device shelf life was extended from 3 years to 3.5 years, which updated the expiration date to 31-october-2014, indicating the product was used prior to expiration. It should be noted that the jostent graftmaster over the wire (otw), instructions for use, states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the reported difficult to position appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.